Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the top case was chipped and cracked. The bottom case had contamination. During flow testing, the reported problem was duplicated. The root cause of the reported issue was found to be the size pot and assembly had contamination and was out of specification. Replaced size pot and assembly. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the device is not recognizing syringe. No patient injury was reported.